Event description:
The incident involved a plum 360 infusion pump on an unknown date. In the cath lab, an isoproterenol infusion was primed and placed on the pump that was programmed to standby mode. The infusion was not connected to a patient. It was observed by cath lab staff that the drip chamber was spontaneously filling from the bag and infusing (dripping out of tubing) as if it were programmed to infuse. The customer performed testing on the pump. The pump was sequestered with the original IV tubing set, but not with the same medication bag. They had to prime the IV tubing before trying to replicate the event. While priming, they checked for any leaks in the IV tubing or connectors. No leaks or cracks in the IV set were observed. Once primed, the distal part of the tubing was connected to a flow analyzer. If there is any flow through the tubing while testing, the flow analyzer will detect it. An infusion of isoproterenol with a rate of 30 ml/hr and volume to be infused (vtbi) of 100 ml was programmed. The pump was put on standby once the infusion was ready to start. The distal part of the IV tubing was not covered similar to the original set up during the event. While the pump was on standby, there was no flow detected by the analyzer. Also, no drips in the dripping chamber or in the distal part of the IV tubing were observed. After no flow was detected, the IV tubing was manipulated simulating possible movement during the procedure in the cath lab. While the tubing was shaken and squashed, a few drips in the dripping chamber and the distal part of the IV tubing were observed. The analyzer detected flow and displayed a volume delivered of 0.02 ml. The infusion pump was left on standby from friday evening until monday morning with the distal part of the IV tubing uncovered and in a container. There was no liquid observed in the container after ~60 hours. There was no patient involvement and no human harm.

Manufacturer narrative:
E1: additional phone number (B)(6). Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.